Event description:
On (B)(6) 2010, pt's mother reported the pt switched to her backup infusion device on (B)(6) 2010. Mother stated, pt's husband noticed, the piston rod on the infusion device was very noisy. Mother reported they compared it to the backup infusion device and it was much louder. Mother stated it seems that the piston rod is tilting inside of the infusion device. Had pt go through the change the cartridge process and she moved the piston rod up in the infusion device. Pt stated "it looks like it's moving side to side and tilting." Verified with pt that the infusion device noise is abnormal. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.